Event description:
During system start-up of a scheduled liver cryoablation case, the tech turned on the system after anesthetizing the pt. When he was ready to scan in the barcodes to enable the procedure, the screen on the seednet system went blank. The tech turned the system on and off several times, and received a pop-up message each time instructing him to install a disk. The case was canceled with no injury to the pt.